Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that there was a pin hole in the hose near the muffler and there was also a cut in the outer hose along the crimp- failed hose verification. It was further determined that the device failed loctite assessment- modified set screws and the rotational speed did not meet the minimum rotations per minute (rpms) at 90 psi- failed rotational speed. During service/repair, it was determined that there was excessive detergent residue in and around the tube housing. It was determined that the holes in the hose were consistent with mishandling by excessive force. It was further determined that the low rpm was consistent with mishandling by improper cleaning, affecting the drive shaft components in the tube housing and the loctite failure was consistent with worn threads in the disconnect sleeve. Therefore, the reported condition was confirmed. The assignable root cause of the low rotations per minute were determined to be due to user improper cleaning methods while the remaining failures were due to misuse and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the rotational speed did not meet the minimum rotations per minute (rpms) at 90 psi- failed rotational speed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.